Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. There was no visible blood in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded by facility. Lot number of the dialyzer is unknown.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.